Event description:
Clinical study - it was reported that 22 days after a coronary artery drug eluting stenting procedure the patient experienced a pseudoaneurysm in the left leg, of moderate severity. The site was injected with thrombin.as of 1 month post procedure, the patient was still experiencing discomfort and the physician was aware of this.